Event description:
A site rep reported that both the surgeon monitor and the staff cart monitor went to black screen during the planning stage of a cranial surgery. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on pt outcome.

Manufacturer narrative:
RMA issued. No parts or files have been received by the MFR for eval.